Manufacturer narrative:
(B)(4). G2: foreign, event occurred in singapore. H6: proposed component code, mechanical (g04) drill. Attempts have been made to gather product ID information and no further info is available. Visual examination of the returned product identified the baseplate reamer shows signs of use and wear and tear. The connecting feature of the device is damaged with nicks and gouges and has some discoloration. There is some galling on the shaft of the reamer and the distal end of the reamer is damaged with gouging. Measured the od of the shaft and also used a pin gage to check the ID of the shaft and both were conforming. Medical records were not provided. Lot identification is necessary for review of device history records; lot identification was not provided. The root cause of the reported issue is attributed to user error. Per the IFU: biomet recommends that all instruments be regularly inspected for wear... Instruments in need of repair should be set aside for repair service or returned to biomet. As the product experienced a functional issue previously and was not returned after that incident, the user did not follow instructions. The event was confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the 25mm mini baseplate reamer was faulty. The wire did not go through the cannula smoothly which prevents the reamer to advance into the glenoid. There was a 40-45 minute delay while the staff waited for a back-up product to arrive. A larger reamer and a larger implant was used to complete the procedure. No patient harm was reported as a result of the event. Attempts have been made and no further information has been provided.